Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow; as a result, therapy was interrupted and the pads were replaced with a new set of pads.

Manufacturer narrative:
Received 1 set of 4 used universal arcticgel pads with the original unit and case packaging. Visual inspection noted no obvious defects. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pads without any problems. (B)(6). According to the test method the flow rate was found to be within specifications as it must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the device met specifications. The instructions for use state the following: the ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.